Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. The non-boston scientific sheath was exchanged for the faradrive sheath. During the insertion of the farawave catheter via the faradrive, excessive air bubbles were observed during the aspirate and flush step. The physician requested a new catheter after the catheter was replaced, but the issue persisted. A wire and new faradrive sheath were provided. The second farawave catheter was successfully inserted into the sheath, and the procedure continued without further complications. The sheath has been received at boston scientific's post market laboratory. Additional details indicated that air bubbles were observed during syringe aspiration. However, no air was detected in the patient.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. The non-boston scientific sheath was exchanged for the faradrive sheath. During the insertion of the farawave catheter via the faradrive, excessive air bubbles were observed during the aspirate and flush step. The physician requested a new catheter after the catheter was replaced, but the issue persisted. A wire and new faradrive sheath were provided. The second farawave catheter was successfully inserted into the sheath, and the procedure continued without further complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. The non-boston scientific sheath was exchanged for the faradrive sheath. During the insertion of the farawave catheter via the faradrive, excessive air bubbles were observed during the aspirate and flush step. The physician requested a new catheter after the catheter was replaced, but the issue persisted. A wire and new faradrive sheath were provided. The second farawave catheter was successfully inserted into the sheath, and the procedure continued without further complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. Additional details indicated that air bubbles were observed during syringe aspiration. However, no air was detected in the patient.

Manufacturer narrative:
B5: describe event or problem, h6 - updated.